Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was stretched, measuring out of specification at 1.493 in. In length. No damages, tears, or leaks were observed that would result in fluid leaking from the pod. It could not be determined when or how the soft cannula became stretched. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 22.5 mmol/l (405 mg/dl) with ketones of 0.1. The pod was worn between 4 and 24 hours on the back. It was noted that fluid was leaking and the cannula was bent. Hyperglycemia treated with correctional bolus of insulin.